Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.